Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon reported that he could not articulate the clamp properly, so he proceeded to ask for it to be examined. Upon examination, they noticed that the pulley was exposed and proceeded to order another prograsp clamp. The procedure was completed with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.